Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 71207u101) was advanced to the mitral leaflets and grasping was performed without issue. While establishing final arm angle (efaa), the clip opened while locked the efaa testing was performed again and was successful; therefore, the clip was deployed. There was good leaflet capture with mr grade of 2+. It was noted that the gripper line of this cds was pulled too early. One additional clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the difficulty to establish final arm angle (faa) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.